Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that insulin pump was stuck in the rewind complete / bolus delivery loop. Insulin pump did receive 2nd series of beeps. Customer was advised that insulin pump would need to be replaced.